Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes displayed hemolysis. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which does show the customer's failure mode. A total of 100 retained samples were inspected, with no issues being identified. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes displayed hemolysis. There were no health impact or consequences reported.